Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tamper tube remained stuck in the introducer carrier tube, preventing the collagen from compacting in the artery. During the angio-seal deployment in the site closure phase, by pulling back the introducer, instead of appearing the tamper tube remained stuck in the introducer. The tamper tube was not visible or, if visible, for a small section, it seemed to be stuck in the introducer, causing the impossibility or difficulty of compacting the collagen. There was no harm or impact to the patient.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) unopened 8fr angioseal device was returned to terumo medical corporation for product evaluation. The packaging was opened, and the sample included the header bag, consisting of an unopened foil pouch, guidewire, hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in unused condition with no visible signs of blood. Functional testing was performed to test deployment of the tamper tube by mating the sheath to the carrier tube, setting the device to rear lock and manually deploying the suture by pulling on the anchor. All internal components were able to be deployed, and no issues were noted during testing. The complaint could not be confirmed. The exact root cause could not be determined. The likely cause was determined to have been insufficient force applied during device withdrawal resulting in the tamper tube being unable to be deployed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).